Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power cord of the patient electronics system. The power cord and power supply were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The reported event could not be confirmed. The investigation could not be completed as the location of the device is currently unknown. If the device is located, the investigation will be re-opened, and the device will be evaluated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The reported issue is inconclusive, and the root cause was undetermined.